Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the pump indicated a data log corruption. Customer continued to use the pump for insulin delivery. Customer's blood glucose level was 292 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.